Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-2408-56; serial/lot: (B)(4); description: avista MRI perc lead kit 56 cm. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that although the patient received good therapy, the patient also experienced an uncomfortable feeling in the spine. However, the fluoroscopy showed that everything was good. The patient underwent an explant procedure for the two leads and had a new lead with larger spacing implanted. The patient was doing well post-operatively.